Event description:
It was reported to medtronic neurosurgery that when the strata ii shunt was opened, they could not get it to function properly. According to the report, there was no patient impact and a replacement shunt was used to complete the surgery.

Manufacturer narrative:
The returned valve was patent and was returned at pl = 1.0. It met the requirements for reflux, pressure-flow testing at 0 cm hydrostatic pressure (hp), pre-implantation, and leak testing. It did not meet the requirements for siphon and pressure-flow testing at -50 cm hp as the delta chamber was observed to be bent and internally disconnected from the valve mechanism. It is unknown how or when this damage occurred. The instructions for use that accompany the device caution ¿improper use of instruments in the handling or implantation of shunt products may result in the cutting, slitting or crushing of components. Such damage may lead to loss of shunt integrity, and necessitate premature surgical revision of the shunt system¿. A review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture. (B)(4).